Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said when they are recharging their ins and get to 100%, their body gets hot. Pt further explained that the ins gets hot. Additional information was received from patient. They were having difficulties getting a connection when trying to recharge their ins. Pt said before, they could just put the belt on and start recharging and now, it takes about 15 minutes to get the rtm positioned to start a recharging session. Pt said the never let their ins battery get below 50% and that they recharge every single morning. Pt also mentioned that this morning, they had a software problem come up on their controller. Pt did not have the software problem up on the call as they were driving, but they did send a picture of the software problem to their rep via text message. The rep had the pt clear the software problem by resetting the controller however, the pt was still having the same recharging problems once the software problem was cleared. Pt said they hadn't noticed any damage on the rtm and that they do not notice the rtm getting hot while recharging. Pt mentioned that inside of their body gets hot when they are close to fully charged. The issue was not resolved. An email was sent to the repair department to replace the rtm. Additional information was reported. It was reported that patient saw software problem, having hard time connecting when recharging, and ins getting hot. There were no damage on the rtm. Patient also stated that they had not received the recharger antenna that was orderedfor them last friday 05-07-2021. Patient services consulted repair and shipment was not sent out. Per repair, order will be sent out today.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.